Manufacturer narrative:
(B)(4). Based on additional information received from the customer it was determined that this is not a reportable event; therefore, the initial MDR submitted on 26-jul-2023 should be retracted.

Event description:
It was reported when checking the arterial catheter before insertion, a "fractured" guidewire was observed. No patient involvement with the device was reported.

Event description:
It was reported when checking the arterial catheter before insertion, a "fractured" guidewire was observed. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4).